Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly. This lead was replaced with the same model. No adverse patient effects were reported. Additional information received which indicates that this brady lead was attempted due to a tissue got stuck in the helix. This brady lead will not be returned for analysis.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as this brady lead was attempted due to a tissue got stuck in the helix. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly, not implanted. A new brady lead was placed with the same model. No adverse patient effects were reported.